Manufacturer narrative:
The agent reported, patient presented with infection. Surgeon opted to do complete wash out with head/poly exchange. No issues or complaints regarding the implants initially put in. Male 76. Complaint has been evaluated and is similar to report number 1644408-2022-01703; 952-28-44g, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.